Event description:
During a follow-up, episodes of inadequate capture and decreased sensing were observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed to confirm lead positioning. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received that the right ventricular (rv) was repositioned.